Manufacturer narrative:
Patient code - (B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, devices were used in functional end to end anastomosis. The first firing for ileum resection and the second firing for colon resection had no problem. When the third firing was performed for ileocolic end to end anastomosis, the firing was started as usual, but it stopped halfway, the silver button was pushed and the jaws were released from the tissue. The resection line only advanced to about half of 60 mm, and the suture was only about half completed as well, some u-shaped staple could be seen. The stoma size was mismatched, and the procedure was continued as it was. However, after that, the cartridge could not be removed from the handle, and the blue indicator on both sides illuminated, the green indicator on the handle illuminated, the green indicator on the adapter flashed, the reload's green indicator turned off and the device cannot be used. The insertion port closure, the anastomosis was completed with manual suturing. The thickness of the tissue, it seems that the side of the ileocolica was not particularly thick. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit(sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.